Manufacturer narrative:
Concomitant medical products. Concomitant medical products: therapy date: unknown, unknown femoral component, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03726, 0001825034 - 2019 - 03729.

Event description:
It was reported that the patient underwent initial left knee arthroplasty on an unknown date. Subsequently, he patient is being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a two stage revision surgery, patient then underwent manipulation under anesthesia due to stiffness and decreased flexion. No additional revision surgery has been noted to date.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).